Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The units power circuit breaker was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 7900 system had a blown fuse, and failed to boot up. No patient injury was reported.